Manufacturer narrative:
The used am6100 ext set w/6-port nanoclave manifold was pressure leak tested and leakage was observed and confirmed at the bond between the distal male luer of the 6-port nanoclave manifold and the female luer of the extension tube. The probable cause is an incomplete connection during manual bonding in ensenada. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that, on an unknown date, a 10" smallbore ext set w/6-port nanoclave® manifold (orange, red, blue, purple, yellow rings), check valve, clamp, rotating luer generated a leak. A sample photo has been provided showing the defective product and the description of the issue. It was stated that the product was leaking at the bottom of the manifold near the tubing. There was no patient harm reported.